Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The tubing from the porting block was found to be disconnected from the sensor board. The tubing was reconnected to the sensor board to address the issue. Evidence of tampering was observed.